Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had scratched lcd window and cracked reservoir tube. The insulin pump passed self test and no foggy display or crack screen noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received button error alarm. The customer reported that the screen was fogged up. The customer also reported that the insulin pump had a crack above the act button. The customer's blood glucose was 81 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.